Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo transobturator mid-urethral sling system without complications on an unknown date. Post-procedure, the patient had approximately 200ml of residual urine and needed to self-catheterize in order to empty her bladder. Reportedly, further improvements are not expected (specifics unknown).

Manufacturer narrative:
(B)(4).the reported lot number, 8011113ml, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.